Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic coil failed to detach via manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) . More than three attempts were made to detach the coil with the manual method, but without success. The coil was ultimately removed. No patient injury occurred. No images are available. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 5mm x 4mm located in the frontal lobe of the brain. The patient¿s vasculature was moderate in tortuosity and the blood flow was normal. The devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Additional information device available for evaluation. Codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, only pushwire returned found the implant coil detached and not returned. Two breaks were found on the axium prime pushwire. The break indicator was retained to the distal segment by the release wire. This is indicative of manual detachment attempts at these locations. The actuator interface, positive load indicator and portion of the coupler tube were not returned for analysis. A bend was found on the pushwire at the distal end and kinks were found at multiple locations from the distal end of the pushwire. The coin was found retracted from the lumen stop. The shield coil was found intact. Based on the returned device evaluation and reported information ,we were unable to determine the cause of "non-detachment". The implant coil, actuator interface, positive load indicator and part of the coupler tube were not returned, any contribution of the implant coil, actuator interface, positive load indicator and part of the coupler tube towards the ¿non-detachment¿ could not be determined. It is possible that manual detachment attempts and the coin was retracted from the lumen stop, releasing the implant coil as intended. Per instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.